Manufacturer narrative:
At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the liquid crystal display flickers. The customer reported when returning to the patient room, the display was blank, but the ventilation was continued. The customer determined the most likely cause of the reported event is the control panel assembly. The customer reported there is no patient consequence associated with the event.